Event description:
It was reported that during intravenous infusion of total parenteral nutrition filter, the device began leaking and the nurse was not aware that the fluid was running out to the bed and floor. Patient's blood sugar dropped to 41. Patient remained asymptomatic. Dextrose was given to the patient and the blood sugar level came back to normal levels.

Manufacturer narrative:
Two unused tna1 devices from set assembly lot number 016611, filter assembly lot numbers 013903 and 014103 devices and an IV fluid administration set manufactured by a different manufacturer (alaris) were received from the reporter. The two (2) unused tna1 devices were received for manufacturing revaluation due to leak failures as per the customer complaint. The firm's tna1 devices were submitted to a hydrostatic leak test as per procedure 200-094. The units were exposed to 35 psi during testing as per this procedure and no leaks were observed through their tubing connection, housing weld area, or air vents area. Visual inspection showed tht the filter and set assembly process had been performed correctly. The device history records did not show any deviation during the manufacturing process that may have contributed to the leakage reported. The machinery maintenance & repair record for the equipment used during the filter assembly process was evaluated and no deviation was found that may have contributed to the deviation reported. No equipment is used for the set assembly process since it is performed manually. Personnel involved in the set assembly process were confirmed to have been properly trained on the applicable operation sheets. Incoming materials inspection reports did not reveal any deviation. The molding process was reviewed and the inlet port inner diameter specification for the implicated raw material lot was verified with the supplier and found to be within required specifications. The dimensions of the tna1 device's inlet port were evaluated and found to conform to the requirements of iso 594-2:1998 - conical fittings with 6% (luer) taper for syringes, needles, and certain other medical equipment - part 2: lock fittings. However, when the alaris administration set's luer lock was measured for conformity it was found out of specification for iso 594-2:1998 - conical fittings with 6% (luer) taper for syringes, needles, and certain other medical equipment - part 2: lock fittings. Summary: the returned tna1 devices were found tomeet all required specifications. The administration set of another manufacturer was found not to conform to the international standard for luer lock connectors. This lack of conformity of the mating connector of the other manufacturer's device was likely responsibility for the reported leaks in the user's hands. The user's workaround for these leaks (taping connectors) is not part of the device's instructions for use; this questionable practice allowed the device to be used inappropriately in a clinical setting, and was related to the sequelae experienced by the patient. Unless substantially significant information becomes available, this constitutes a final report.